Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device did not alarm for air-in-line. Patient was receiving IV vancomycin which had already completed, and maintenance fluids were running. The patient noted the air in the j - loop and locked it to prevent the air bubble entering. The accumulated air-in-line was set 250 microliters and enabled. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the report of the device not alarming air in line was not confirmed during testing or a review of the device logs. Results from the air in line threshold test method showed that the device was working within specification. No issues of the device not detecting air in the line were observed. A review of the suspect pump module error logs showed no errors relevant to the reported complaint. A review of the suspect pump module event log showed that on (B)(6) 2025 air in line settings single bolus limit was set as 250 l and accumulated air was activated. At 1:10 am the last infusion with the reported drug used was programmed, the infusion parameters were set as follows: secondary infusion; IV vancomycin (drugid=331); drug amount=1500 mg; diluentvolume=500 ml; rate=333.333 ml; volume to be infused (vtbi)=500 ml. Primary volume infused (pvi)=138.488 ml; secondary volume infused (svi)=1000.03 ml at 2:39 am the unit alarmed air in line. Pvi=138.488 ml; svi=1498.25 ml. At 3:01 am the user channeled off the unit. The alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. Internal and external inspection of the pump module found no irregularities. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) (wo: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings, third-party parts or physically abused components. Root cause: the root cause of the report of the device not alarming air in line was not identified during the investigation. Laboratory testing showed that the device was operating within specification and no fault was found. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device did not alarm for air-in-line. Patient was receiving IV vancomycin which had already completed, and maintenance fluids were running. The patient noted the air in the j - loop and locked it to prevent the air bubble entering. The accumulated air-in-line was set 250 microliters and enabled. There was patient involvement however no patient harm.